Manufacturer narrative:
(B)(4). Source: (B)(6). Multiple reports were submitted along with this report: 0001822565-2021-01026, 0001822565-2021-01089, 0001822565-2021-01091, 0001822565-2021-01092, 0001822565-2021-01093, 0001822565-2021-01094, 0001822565-2021-01095. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package was damaged as there was a crease in the seal. No patient involvement and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h4, h6, h10 visual evaluation of the returned product found a wrinkle/ crease in the sealed area. Seal widths with voids were measured with a calibrated ruler using visual evaluation parameters. Seal width exceeds minimum specification of 7/32 and met specified tolerance. Complaint sample was evaluated and the reported event was confirmed. As the products were found to be conforming, a review of the device history records and a complaint history review was not performed. Review of the products determined that no failure was found as the products are within specifications. No further investigation or action is required after review. Upon investigation, it has been determined that the product meets the acceptable criteria and is conforming to specifications. Event is no longer considered reportable, and initial report should be voided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.